Event description:
It was reported that on (B)(6) 2023, the lead was capped and replaced due to fracture and oversensing. The patient was stable. Related manufacturer reference number: 2017865-2023-03128.